Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the device failed to cross the lesion, and the stent mesh fell out. The remaining stent was recovered, and the procedure was terminated. There were no patient complications reported, and the patient condition was stable post-procedure.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the device failed to cross the lesion, and the stent mesh fell out. The remaining stent was recovered, and the procedure was terminated. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the correct lot number is 31728831 instead of 31614985, populating the same size and product family.

Manufacturer narrative:
Updated the following fields: d4: lot number, d4. Expiration date, d4. Unique identifier (UDI) and h4: device manufacture date. Device evaluated by MFR: synergy xd mr ous 3.50 x 20mm stent delivery system (sds), was returned for analysis. A visual, tactile and microscopic inspection was not possible since the stent mesh was not returned for analysis. Visual and tactile examination of the hypotube profile identified no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of the balloon cones were reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage. Dimensional analysis of the device was returned with the stent detached and not returned for product analysis. The stent outer diameter at the time of manufacturing was 0.0420 inches, this is within maximum crimped stent profile measurement.